Event description:
A pt was admitted for treatment of a coronary stenosis. The target lesion was in the proximal lad, and was described as a de novo, slightly calcified, 99% stenosis with thrombus present in the target site. The vessel was slightly tortuous. A mach 1 guiding catheter was engaged into the target vessel, and a runthrough guidewire was advanced across the target lesion. Aspiration with a thrombuster ii catheter was conducted followed by pre-dilation with a 3.0 x 15mm ryujin balloon. A 3.5 x 18mm cypher stent was chosen for the procedure; however, when inserting the cypher inside the guiding catheter, friction was encountered. The cypher was removed out of the pt, and the physician confirmed that the proximal edge of the stent was flared. It was unk if there was any friction experienced between the catheter and other devices. The lesion was successfully treated using a 3.5 x 23mm cypher stent, and the procedure was completed. There was no pt injury reported. The product was clinically used and will not be returned for analysis due to the pt's infectious diseases.

Manufacturer narrative:
Foreign cypher product (cjs) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). Additional information will be submitted within 30 days of receipt.